Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. Corrected fields: d4 (unique identifier (UDI) #).

Event description:
It was reported that during use in a patient the cs100 intra-aortic balloon pump (iabp) shutdown and the equipment stopped. A few minutes later, the iabp was rebooted to continue treatment. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse noted that c74 condenser had been shorted on the solenoid driver board. To address the issue the fse replaced the solenoid driver board pcb. The iabp has not been returned to the customer or cleared for clinical use. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use in a patient the cs100 intra-aortic balloon pump (iabp) shutdown and the equipment stopped. A few minutes later, the iabp was rebooted to continue treatment. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.